Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified right coronary artery. A 10mm x 3.50mm wolverine cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon was ruptured at 6atm for 15 seconds. The device was removed without any problem using the normal method. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was good post procedure.